Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the events log displayed 24 volt power supply too low errors. The customer determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was unable to be confirmed or duplicated. Ventilator would not power up, found for u402 to have failed. This issue will be internally investigated within vyaire.